Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 416 mg/dl. The customer did experienced the symptoms such as nausea. The customer was treated by injected saline solution in the hospital. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. Customer stated that insulin exited at quick release. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.